Event description:
It was reported that this device exhibited premature battery depletion. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. The device remains implanted. No adverse patient effects were reported.